Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to flattened button dome switch. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was unknown. The caller stated that the customer does construction work. The discontinuation of the device was advised. Nothing further was reported.